Event description:
Additional information received, the patient reported to resolve the moving device and shocking sensation they turned the device off and then had it removed (B)(6) 2016.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had back surgery in (B)(6) 2015, turned the implantable neurostimulator (ins) off for the procedure and had not turned it back on since. The patient reported the ins was moving and they felt a shocking sensation. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.